Manufacturer narrative:
Updated to reflect new information received from the user facility.

Event description:
It was reported that at the user facility the irrigation function of the device was not working properly. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the irrigation function of the device was not working properly. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported failure could not be duplicated by a manufacturer service technician through functional evaluation. The device was serviced for preventative maintenance and returned to the user facility without repair. This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from (B)(4) on (B)(4) 2013.